Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. (B)(4) failure (event) observed during analysis. Analysis found noise and pacing anomalies during testing. The device was cut open. High current was observed at the hybrid subassembly. However, the failure mode was lost during further evaluation. Root cause was undetermined.

Event description:
This report is to advise of an event observed during analysis.